Manufacturer narrative:
No sample collection or preparation information was supplied. Maintenance performance was up to date. Review of the supplied calibration and quality control (qc) showed that the recovery was within the laboratory's established ranges prior to and after the event. Upon review of the customer supplied reaction monitors showed that the reagent showed no differences across the original and repeat results; however the reagent and the sample reading showed a difference between the original and repeat results. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse noted that the wash nozzle dryers seemed to be aspirating liquid from the cuvettes intermittently. The fse evaluated the vacuum pump and found that the check valve was off center. The off center valve has the potential to cause back pressure in the vacuum during cuvette wash. This would explain the residual liquid that was heard being aspirated by the wash nozzle dryers. The fse also noted condensation on the sample wash syringe. The fse removed the syringe case to clean up the condensation and used the "pull test" to evaluate the syringe. The fse determined that the syringe was too inconsistent and replaced it. Following part replacements, the system performance was confirmed as meeting specifications. System validation documented in the customer qc record. No further issues were reported by the customer after the service activities were performed. Failure mode: vacuum pump rebuilt and sample wash syringe was replaced. No isolated failure mode can be identified as either or both parts can affect assay results.

Event description:
The customer contacted beckman coulter (bec) reporting that the olympus au681-10e clinical chemistry analyzer generated erroneously high calcium (ca) results for two (2) different patient samples with no instrument flags generated. The samples were re-run and yielded normal results. Both samples were originally 10.7 mg/dl and repeat results were 9.8 mg/dl for both. Customer had questioned the validity of the high results due to delta check failures. The customer also indicated that the erroneous results did not match the patients' past clinical history. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.